Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection and swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection in the cheeks with two syringes of juvéderm voluma® xc, the patient experienced an ¿infection and swelling¿ noticed about a month after injection in the left cheek. Patient was seen by the healthcare professional and was treated with "biaxin, cypro, and hyaluronidase." Healthcare professional treated the patient again with "hyaluronidase" one day later. The next day, the healthcare professional treated the patient with "doxycycline." Five days later, the patient was treated with "hyaluronidase." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional provided clarification of the event, reporting that after injection in the cheeks with two syringes of juvéderm voluma® xc, the patient experienced edema and an infection at the cheeks and nasolabial folds. About a month after injection, the healthcare professional treated the patient with ciprofloxacin 500 mg, biaxin 500 mg, and hyaluronidase. The day after, the healthcare professional treated the patient with more hyaluronidase. The next day, the healthcare professional stopped treatments of ciprofloxacin and biaxin. On the same day, the healthcare professional stated that the patients eye was more swollen and treated the patient with doxycycline and hyaluronidase. Five days later, the healthcare professional treated the patient with more hyaluronidase and continued the patient on doxycycline. Eight days later, the healthcare professional treated the patient again with hyaluronidase and refilled the prescription of doxycycline. A week later, the healthcare professional continued treatments of doxycycline and treated the patient with more hyaluronidase. Eight days later, the healthcare professional treated the patient again with hyaluronidase. Symptoms are ongoing.